Event description:
The surgeon had to explant an icm 20v4(-11-50) lens and replace it with a shorter lens due to excessive vaulting of the first lens in the pts eye which created a narrowing of the angle angic closure, shallowing of the interior chamber depth and corncal edema resulting in an clevated iop.